Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up medwatch #mw5065860. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic appendectomy - "this event did not cause patient harm. The patient was undergoing a laparoscopic appendectomy. During the procedure a blunt tipped trocar was placed through the patient's fascia and peritoneum under direct vision and sutured into place. The abdomen was insufflated with co2 but the trocar was leaking which resulted in less co2 being placed in the abdomen as is usual." Type of intervention: unk. Patient status: "this event did not cause patient harm."

Manufacturer narrative:
This report is to follow up medwatch #mw5065860. The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.